Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the lead screw was already out prior to implant. The reported lead was not implanted and the procedure was completed with an alternative lead. The patient was discharged from hospital.

Manufacturer narrative:
The reported event was lead screw extended prior to procedure was not confirmed. As received, a complete lead was returned in one piece. Visual, electrical testing, and x-ray examination of the lead did not find any anomalies.